Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the right ventricular exhibited failure to capture, failure to sense and low impedance. The lead initially exhibited sensing and capture when placed in the patient and tested with the pacing system analyzer. However, sensing and capture was lost and impedance decreased minutes later and could not gain back sensing and capture despite multiple attempts. The lead was not used and was replaced successfully. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.